Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Information was provided that the lens was implanted on (B)(6) 2017. The symptoms occurred (B)(6) 2017 and were recovered from on the same day. There have been no other complaints reported in the lot number. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority employee reported that following an intraocular lens (iol) implant procedure, a patient experienced a foreign body discomfort in the eye and felt unwell. The event was treated with topical antibiotics, hormones and cornea-nutrient eye drops. The patient recovered. Additional information is not expected.